Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported of power system error. The customer's blood glucose reading was 16.8 mmol/l. The customer stated that the pump stopped working so that why his blood glucose are high. The customer was advised to revert to backup plan because the pump was not delivering insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. However, multiple power system error alarms were present in the format history file and triggered when the backup battery unloaded voltage was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. The insulin pump was received with slight corrosion in battery tube, scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label.